Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported e315 error occurred due to a defective plug unit and the blurry image occurred due to a defective component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that the image was blurry and an e315 error was displayed, the cause of which was a defective plug unit. There was no patient involvement.